Event description:
Olympus medical system corp (omsc) was informed that during crushing a common bile duct calculus with the subject device, it broke at the handle. Then the doctor removed the outer sheath and endoscope from the pt. He used emergency lithotriptor (bml-110a-1) to crush the stone he release the impacted basket. However, the basket wire broke approx 15cm from the basket. As a result of this event the pt was sent for surgery to remove the stone and basket. The pt is making a good recovery.

Manufacturer narrative:
The subject device was discarded by the user facility. The exact cause of the user's experience could not be conclusively determined. A supplemental report will be submitted, if add'l and significant info becomes available at a later time. This report is being submitted as a medical device report in an abundance of caution.